Event description:
The customer called to report high blood glucose levels above 600 mg/dl. Troubleshooting was performed and the insulin pump passed the prime and high pressure tests. The customer couldn't see well enough to verify the basal rates. The customer removed the infusion set and the cannula was bent. The paramedics were called to assist the customer because her blood glucose levels were so high, and she had no back up plan of manual injections. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.